Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he wanted to check his insulin pump to make sure everything was working. His was recently hospitalized with low blood glucose of 27 mg/dl and was admitted to the hospital as his pancreas was working in addition to the insulin pump. Blood glucose at time of call was 113 mg/dl. Troubleshooting was done for low blood glucose, programming issues and possible site or insulin issues. Customer was advised to monitor blood glucose per his doctor's instruction.